Manufacturer narrative:
(B)(4).

Event description:
New information received notes that oversensing was still being observed on the device. Lead was capped and replaced. Patient was stable post-procedure.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented into the emergency room after receiving hv therapy from the device. The patient was picking berries at the time of the therapies and was asymptomatic prior to shocks. Noise was observed on the v sense amp channel. The noise was intermittent and varying in amplitude and some of the noise was as large as the qrs, no programming could be made to avoid it. Limited isometrics were performed and the noise could not be reproduced. Capture was slightly elevated but r-wave amplitude and impedance were stable. Recommended programming changes were made and the patient was fine.